Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval. As per directions received from the FDA on (B)(6) 1999, the MFR completes in it's entirety regardless if the user facility completes all or any, therefore may contain corrected and/or add'l data.